Event description:
It was reported that during a cystoscopy with transurethral resection of bladder tumor (turbt), the tip of the resection scope broke off in the patient's bladder. The broken part was successfully with a forceps. The procedure was then completed but it was unknown whether a similar device or same device was used. There were no further reports of patient harm.